Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported single leaflet device attachment/slda. Mitral regurgitation (mr) appears to be due to the procedural condition of the slda. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, medical intervention and prolonged hospitalization. It was reported that the initial mitraclip procedure on (B)(6) 2021 was to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully deployed, reducing mr to 2. Then on (B)(6) 2021, during a 3-month follow-up, it was discovered that the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda), increasing mr to 4. Therefore, the patient was re-hospitalized. On (B)(6) 2021, the patient underwent a second mitraclip procedure. Two additional clips were implanted, reducing mr to 1. No additional information was provided.